Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. Concomitant products that used in this study: none. Non-biosense webster devices that were also used in this study: sl0 sheath (st. Jude). Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. The following complications were reported in this publication: 1 patient underwent catheter ablation of atrial fibrillation and suffered pericardial effusion due to esophageal perforation requiring surgical repair. Full description of the procedure was provided. There are 0 death events and 0 device malfunctions reported in this publication. Model and catalog number are not available, but the suspected device is navistar thermocool. Other biosense webster devices that were also used in this study: carto3, lasso. Non-biosense webster devices that were also used in this study: agilis (st. Jude). Publication details: title: "case report: surgical repair of an esophageal perforation after radiofrequency catheter ablation for atrial fibrillation." Objective: case report. Methods: surgical repair of an esophageal perforation after ablation using surgical repair in combination with an omental wrap.